Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer informed that they received insulin flow blocked alarm during bolus. This was not the first time that it happened. The customer was using brand new supplies. The customer had changed the infusion set 3 hrs ago. The customer stated that the insulin did not exit. The customer was able to reconnect the same reservoir and tubing and did not get any insulin flow blocked alarm. The insulin pump passed the self test. The customer had got a high blood glucose because of the insulin flow block that they were getting but felt ok and had already delivered bolus. The insulin pump will not be returned for analysis.